Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2026 wherein the leads were explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
E1 update: the reporter¿s information was updated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient is experiencing ineffective therapy due to therapy strength decreasing on its own. Impedance check revealed high impedances on all contacts. Reportedly, patient had a fall which may have contributed to the issue. Surgical intervention may take place at a later date to address the issue.